Event description:
It was reported that the monofocal intraocular lens had damaged. There was patient contact, however, the customer doesn¿t known to what extent. It was removed and replaced in the same procedure with another company, iol. Additional information suggest that the lens was not damaged. The lens was fine and went in ok, but the capsular bag was broken and the lens was tilted so surgeon had to remove it and replace it with a 3 piece sulcus lens. No information surgical and medical interventions was required. The patient's post-op status is unknown. Product is available to return. No further information is available.

Manufacturer narrative:
Section a2, a3b,a4 and a5 a6: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: may 22, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the cartridge and cartridge tip presented with damaged, however, the damage was in specification for a used device. Viscoelastic residue did not appear to be distributed through the length of the cartridge. The lens modules and device assembly were inspected and with no damage or issues. The plunger rod was inspected and presented with no issues. No further evaluation was performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.